Event description:
Reported event: durom acetabular cup/system paired with femoral component. Zimmer does not allow pairing the durom us acetabular component with durom femoral component. Initial review of complaint and supplemental documents: product was implanted on (B)(6) 2008 and the pt is being monitored due to pain, loosening and infection. Seven weeks after implantation, a follow up intervention was performed due to pain. We assume that this follow up is related to the surgery and not related to the product. This is an off label use case.

Manufacturer narrative:
This complaint is considered closed by zimmer (B)(4) because the surgeon had implanted the pt with a durom femoral component, which is not allowed to pair with a durom us acetabular component. Therefore, this case is an off-label case. Zimmer reference number (B)(4).